Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the reason for the call was the caller stated that the patient was implanted with a cardiomems device and the urinary stimulator was interfering with it. The caller stated the cardiomems device interferes with metal objects. The caller asked if there was any way to remotely turn the device off so they could take a reading and turn it back on as patient has lost their programmer. The agent reviewed information and reviewed role of rep (caller was transferred from nas who paged the manufacturer representative).